Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off and the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 49 and 71 hours on the abdomen. It was noted that the pod fell off and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found no damage or defects to the exposed soft cannula. Therefore, the cause of the reported event could not be determined. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported event could not be determined.